Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) verified in the fault logs that the alleged malfunction had intermittently occurred over several days. The stm was unable to reproduce the alarm. The stm performed leak tests and found the iabp failed the fill manifold test. The fill manifold / helium reservoir assembly was replaced. Diagnostic tests were performed and the iabp passed. The iabp passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer stated that a gas loss alarm was generated while in use on a patient. The cardiosave intra-aortic balloon pump (iabp) was swapped out with another iabp to continue therapy. No patient injury or harm reported. No adverse event reported.